Event description:
Ous MDR - at the follow-up on (B)(6) 2014, the r-wave was very low, around 2mv. It had been around 10 mv. Also, the thresholds were rising. The decision was made to revise the lead. The hospital has a policy to use a new lead if the old has been implanted more than 20 hours, to avoid a new dislodgement. X-rays showed this lead had moved and the helix seemed to be fully extracted.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explantation surgery. During the analysis no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In particular, the values measured during the analysis of the fixation mechanism proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.